Event description:
It was reported that the patient suffered from a recurrent pericardiotomy syndrome. The atrial lead perforated the patient. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.